Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient said that the purewick urine collection system device making louder than normal noise and not suctioning well. Said customer had called in but did not saw any notes of that in sf or bt. Noted kit needs to be replaced so ordering new style kit and emailing their customer service number to call if still issues. It was unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The DHR review could not be performed without a lot number. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient said that the purewick urine collection system device making louder than normal noise and not suctioning well. Said customer had called in but did not saw any notes of that in sf or bt. Noted kit needs to be replaced so ordering new style kit and emailing their customer service number to call if still issues. It was unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.